Event description:
Clinic notes were received on (B)(4) 2015 reporting at a vns patient had experienced cluster seizures for several hours on (B)(6) 2015. The patient was referred for generator replacement surgery. Good faith attempts have been made for further details. Thus far no further information has been attained. A battery life calculation (blc) was performed on 02/18/2015 using the available data .the calculated expected time to neos is 1.4 years.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2015. The explanted device has not been returned to date.

Manufacturer narrative:
.